Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
The customer reported that the insulin pump was not working. The customer's blood glucose level was 91 mg/dl. The insulin pump was exposed to moisture. Troubleshooting was performed. The device will be returned for analysis.